Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device appeared to not seal at the tip of the device, even with multiple seals. Another device was opened and it worked. No patient injury occurred.